Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mean gradient pressure increased to 6-7 mm hg with clip deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. A mitraclip ntr clip delivery system (cds) was advanced and the clip was deployed without any issue. A mitraclip ntr was placed lateral to the first clip. During clip attachment, the mean pressure gradient (mpg) increased to 5-6 mmhg. The physician lowered the patient's heart rate with medication and received a mpg of 5 consistently. After the ntr clip was deployed, the mpg was noted to be 6-7 mmhg. The procedure was completed at this time as the mr was reduced to 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported mitral stenosis, and the relationship to the product, if any, cannot be determined. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.